Event description:
After taking biopsies during egd [esophagogastroduodenoscopy], the forceps were removed from the scope and nurse tried to open forceps to remove specimen, but handle separated and broke, unable to fully open forceps.